Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected. In situ measurements showed affected channels. The user will be re-implanted on (B)(6) 2023.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field the electrode migrated post-operatively out of the cochlea. It is thought that due to the ossification the electrode was pushed out of the cochlea. In addition a complete insertion was not achieved at implantation surgery with two channels remaining extra-cochlear. This is a final report.

Event description:
The hearing performance with the device is affected. In situ measurements showed affected channels. The user noticed a gradual decrease in hearing performance with the device. The user was explanted on (B)(6) 2023 but due to ossification the user was not reimplanted. It is thought that due to the ossification the electrode was pushed out of the cochlea little by little.